Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedances wasn't determined. Troubleshooting included inspecting the extension, cleaning it, and replugging it, but the issue wasn't resolved.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was getting a battery replacement from an infinity 7 to a percept rc. There was no visual damages to the extension. The impedances were within normal limits but when taken again, appeared to have all combos with contact 10 >5k. Patient is not using that contact. Impedances were taken multiple times with the same result. The issue has not been resolved at the time of this report. No symptoms were reported.